Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that it was an isolated out of range impedance measurement and the physician plans to continue to monitor. It was also reported that the patient's rv lead was a competitor's product; however all available information indicates that the lead referenced above is in-service as a shocking lead.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range shock impedance measurement, measuring less than 20 ohms. No adverse patient effects have been reported.